Manufacturer narrative:
(B)(4).

Event description:
Reportable based on analysis completed on 18dec2013. It was reported that the wire became stuck with the burr and the burr was unable to rotate. The moderately tortuous and severely calcified target lesion was located in the left anterior descending artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for the rotational atherectomy procedure. During the procedure, it was noted that the rotawire became stuck with the rotalink and it stopped rotating. The rotawire and the rotalink were then removed together. The procedure was completed with another of the same rotawire and the original rotalink plus unit. There were no patient complications reported and the patient's condition was good. However, product analysis revealed a wire separation. It was then further reported that there was no detachment of the rotawire when it was removed from the patient. The detachment occurred when the physician was examining the wire after removal.

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that the wire became stuck with the burr and the burr was unable to rotate. The moderately tortuous and severely calcified target lesion was located in the left anterior descending artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for the rotational atherectomy procedure. During the procedure, it was noted that the rotawire became stuck with the rotalink and it stopped rotating. The rotawire and the rotalink were then removed together. The procedure was completed with another of the same rotawire and the original rotalink plus unit. There were no patient complications reported and the patient's condition was good. However, product analysis revealed a wire separation. It was then further reported that there was no detachment of the rotawire when it was removed from the patient. The detachment occurred when the physician was examining the wire after removal.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. It was observed that the device was fractured in two sections. The proximal section measured 167cm and a kink was observed 2.0cm from the proximal end. The distal section measured 163.8cm. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. It was observed that samples 1 and 2 presented evidence of mechanical cut as mode of wire separation. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).